Event description:
It has been reported that during surgery, while reaming the lag screw, the lag screw reamer broke.

Manufacturer narrative:
The MFR did not receive the product for review. While a cause for the breakage cannot be ascertained from the info provided, once the product is received and evaluated, an updated report will be submitted. (B)(4).